Manufacturer narrative:
(B)(4).

Event description:
Device 3 of 5. Reference MFR. Report: 1627487-2016-00048; reference MFR. Report: 1627487-2016-00050; reference MFR. Report: 1627487-2016-00087; reference MFR. Report: 1627487-2016-00088.